Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. The device delivered 26 first prime pulses before being deactivated at 36 pulses. The download data showed timeouts and a drive stall, which caused first prime to end earlier than expected. This caused the needle mechanism to not deploy when intended. The device was reset & paired with a master pdm. A 5 unit bolus was successfully delivered. During the rerun process, the needle deployed as intended. The rerun data did not reproduce the time outs or drive stalls. Inspection of needle mechanism and drive mechanism found no issues that would contribute to needle not deploying. The exact cause of the high pulse width and drive stall could not be determined.